Event description:
It was reported that the lead was repostioned due to elevated pacing thresholds.

Manufacturer narrative:
This device has not been received by this manufacturer; therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.